Event description:
It was reported that the device was explanted due to eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available data have been analyzed. The analysis revealed an unexpected battery behaviour, and the battery status was not as expected. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the ICD itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Further, the inspection revealed a decreased pacing impedance of <200 ohm since march 03, 2025, confirming the clinical observation. The root cause was not determinable; however, the integrity of the lead cannot be assured. Should the devices become available this investigation will be updated. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.